Manufacturer narrative:
On 1/11/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that during an idiopathic ventricular tachycardia (idvt) ablation procedure, the orange hub fell off the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large during transseptal access. The sheath was replaced, and the issue resolved. The case was continued without further incident. No patient consequences were reported. Device evaluation details: visual inspection was performed and the brim cap, the hemostatic valve and silicone ring were found detached from the hub. No other damages were observed on the device. Adhesive was normally applied to bond the clear hub and the brim cap. A device history record evaluation was performed for the finished device 00001085 number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The hemostatic valve damage and brim cap detached could be related to handling of the device during the procedure however, this cannot be conclusively determined. Due the conditions observed in the hemostatic valve, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an idiopathic ventricular tachycardia (idvt) ablation procedure, the orange hub fell off the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large during transseptal access. The sheath was replaced, and the issue resolved. The case was continued without further incident. No patient consequences were reported. The hub detachment is MDR-reportable.